Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was observed during preparation for use. There were no delays or reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The image was foggy with multiple image guide breakages. Additional device evaluation findings were as follows: scope leaking at biopsy channel, control body had a deep dent at probe tip and control body, bending section cover rubber glue had cracks, forceps passage channel was leaking, bending section had fluid, the switch had no function, control body advanced diagnostics, grip/suction cover fluid had corrosion, and the ultrasound electrical insulation was low. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the image issues were confirmed through device evaluation, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.